Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced off no power without low battery indicator and spi to motor pic communication error. The customer's blood glucose reading was 330 mg/dl. The customer stated that they did not receive low battery alert prior to the off no power alert. The customer stated that the pump was not delivering insulin. The insulin pump was returned for analysis.

Manufacturer narrative:
The insulin pump was monitored for several days, all operating currents within specifications and passed functional testing including rewind, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No unexpected spi to motor pic communication error alarm anomalies noted. No unexpected off no power without low battery alarm anomalies noted. The insulin pump was received minor scratched lcd window, cracked case at the display window corners, cracked belt clip slot and cracked reservoir tube lip.